Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/06/2017 as follows: patient received an implant on (B)(6) 2006 via the right common femoral vein prophylactic for deep vein thrombosis. Patient is alleging vena cava perforation, device shift, tilt, occluded and is unable to be retrieved. Patient alleges blood clots, pe, back, leg and flank pain, abdominal and leg swelling, shortness of breath, wheezing and multiple hospital stays due to the device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vc perforation, shifted (migration), tilt, occluded, unable to remove, dvt/pe, pain, swelling, sob'. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported leg/adb swelling, sob and pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Per venogram report, "the wire and catheter were then advanced through the thrombosed iliocaval segments and positioned in the inferior vena cava well above the inferior vena cava filter." "On the left side, a 30 cm treatment length ultrasound -assisted infusion catheter was passed and positioned with the treatment segment and extending from the femoral vein near the groin to the inferior vena cava well above the filter." "On each side, the infusion catheters were connected to tpa infusions at 0.5 mg/h". The patient tolerated the procedure well without apparent intraoperative complications". Undated operative report: "the infusion catheters were removed after placement of amplatz stiff wires. An injection was made through the indwelling left popliteal venous sheath. This showed a relatively focal area of persistent thrombus in [the] left femoral vein. The vein was otherwise widely patent with resolution of thrombus. Injection through the left-sided sheath showed slowed into the left external iliac artery vein. Significant thrombus remained in the vena cava. 50 cm treatment length ultrasound-assisted thrombolysis catheters were replaced, extending from the femoral veins into the suprarenal vena cava. Tpa infusion was restarted. The patient tolerated the procedure well without apparent intraoperative complications". (B)(6) 2015: per venogram report, "again noted was irregular thrombus within the inferior vena cava with flow through the indwelling inferior vena cava fi ter." "On each side, the thrombolysis catheters were replaced with shorter treatment length of 24 cm on the left and 18 cm on the right. The tpa infusion was restarted". The patient tolerated the procedure well without apparent intraoperative complications". (B)(6) 2015:procedure: "left external to common iliac vein self-expanding stent placement x 2, right common iliac vein self-expanding stent placement". (B)(6) 2015: per medical opinion, "review of the medical documentation revealed that [patient] underwent the successful placement of a cook gunther tulip retrievable inferior vena cava filter system on (B)(6) 2006 with the ivc filter tip noted near the renal veins, at the approximate l1 level, after deployment. Furthermore, the medical documentation states that a (B)(6) 2015 CT angiogram demonstrated inferior vena cava occlusion from the level of the superior ivc, through the indwelling ivc filter, and into the inferior ivc, as well as, bilateral iliac veins." "An (B)(6) 2006 single static fluoroscopic image demonstrates an indwelling ivc filter at the approximate l2-3 level. Select images derived from a CT scan, performed on (B)(6) 2015, were provided in the axial plane using only lung algorithm (series 5 / images 73-87) and in the coronal plane using solely a soft tissue algorithm (series 300 / images 42-50). While these images demonstrate an indwelling ivc filter, one cannot make any determinations regarding ivc filter angulation, component penetrations or fractures within any reasonable degree of medical probability. Select static images from ivc venograms, performed on (B)(6) 2015, demonstrate an indwelling ivc filter at the l2-3 level with near complete filling of the visualized ivc and findings suspicious for lateral ivc filter component penetrations on the (B)(6) 2015 images. However, the confirmation, or quantification, of any ivc filter component penetration(s), fractures or angulation cannot be made, within a reasonable degree of medical probability, utilizing these non-diagnostic uncalibrated pdf images." "A final radiology report from a CT angiography study performed on, or about, (B)(6) 2017, reported an indwelling ivc filter with its ¿legs¿ extending into the l3 vertebral body without any measurements of any ivc filter component penetrations, filter angulation or the presence of fractures. However, even in the absence of these measurements, any contact between an ivc filter component extending beyond the perceptible wall of the ivc and an adjacent organ or structure (and specifically a vertebral body) is, by definition, and more likely than not, a grade 3 pathologic ivc filter component penetration extending greater than 3 mm beyond the perceptible wall of the ivc within a reasonable degree of medical probability." "Finally, a single ap screen shot image of an abdominal radiograph demonstrated an indwelling ivc filter at the l2-3 level with no evidence of fracture or significant angulation compared to the expected course of the normal ivc."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography (CT),"ivc contains a filter, appears to be a retrievable gunther tulip type filter. Impression: patient has a retrievable-type ivc filter, one of the legs is extending into the l3 vertebral body, this could potentially cause back pain. Recommend evaluation for retrieval of the filter when possible."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.